Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result was 0.812 iu/l. This result was not reported outside of the laboratory. The sample was repeated and the result was 211.8 iu/l with a data flag. The result from a quantitative beta test strip was positive. No adverse event occurred. The hcg + b reagent lot number was 179825. The expiration date was not provided. The customer has had no further discrepant results since the day of the event. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Quality controls were near target on the date of the event. Based on the data provided, a general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and insufficient maintenance.